Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) behavior. In addition, high pacing thresholds were observed with noted variability depending on the patient position. Pericardial effusion was identified, therefore the physician suspected possible lead perforation. The patient was hospitalized. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted to updated h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) behavior. In addition, high pacing thresholds were observed with noted variability depending on the patient position. Pericardial effusion was identified, therefore the physician suspected possible lead perforation. The patient was hospitalized. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted to updated h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) behavior. In addition, high pacing thresholds were observed with noted variability depending on the patient position. Pericardial effusion was identified, therefore the physician suspected possible lead perforation. The patient was hospitalized. No additional adverse patient effects were reported. This rv lead remains in service.